Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: mechanical interaction with blood/hemolysis: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Additional information received; b5 and d4 updated.

Event description:
Followed best practices to resolve hemolyzed labs. Recommended an echocardiogram for placement. Impella was measuring 3.0 cm. Advised cardiologist, but no intervention was done by the doctor to reposition impella. The labs were then drawn from the arterial access and did not get any further hemolyze labs. Patient passed away due to be severely sick (4 pressers / flat placement signal on aic) and family signing do not resuscitate (dnr). Escalation was recommended to the cardiologist but no further treatment was performed on patient.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. The nurse reported the patient had hemolyzed lab, unable to verify in foley catheter, due to patient not producing urine at this time. Echo shows that the placement is measuring 3.0 cm from the aortic valve. It was further reported that both ventricles do seem contracted and small. If we were to advance impella, the device would be at the apex of the heart wall. It was also reported that the the patient subsequently expired the same day.